Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there had been rising thresholds noted on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found outer insulation was cuts and a large volume of blood ingress along lead length on the proximal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. The outer insulation breach is likely the cause for the complaint of high thresholds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, unstable thresholds that measured high were noted on the right ventricular (rv) lead. Pauses were seen on telemetry when the patient walked. It was noted that the lead had dislodged. A revision was performed. The day after the revision, the patient had symptoms of feeling hot, light headed and dizzy which seemed to correlate with what appeared to be loss of capture on telemetry. It was determined that the lead had dislodged again. The lead was explanted and replaced. During the explant procedure, the physician decided to also explant and replace the implantable pulse generator (ipg) to rule out a pacing problem in relation to the loss of capture and due to the decision to move the implant to the patient's right side for left sided radiation due to recurring breast cancer. No further patient complications have been reported as a result of this event.